Event description:
During use for cardiopulmonary bypass, the roller pump exhibited excessive noise and eccentricity when operated. The pump was replaced with an alternate device. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.